Manufacturer narrative:
H3 other text : remote support from the customer care solution center was received.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device exhibited the therapy disabled alarm. There was no patient involvement. Remote support from the customer care solution center was received, during which the customer was instructed to run the operational check. At the running of this operational check, all items passed and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as an operational check resolved the reported issue. The reported problem was confirmed. The customer ran an operational check returning the device to full functionality. The investigation concludes that no further action is required at this time.